Event description:
A report was received that during trial procedure the patient accidentally broke the lead. It was also reported that the was completely damaged. The patient underwent a lead pull procedure.